Event description:
It was reported a patient experienced and was hospitalized the same day for a myocardial infarction (mi) coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). Treatment for the mi was not reported. The cause of the mi was not reported. It was unknown if the patient was on the hc device at the time of the mi. One day prior to receipt of this report the patient was discharged from the hospital. No additional information is available.

Manufacturer narrative:
(B)(4). The myocardial infarction occurred on an unspecified date in (B)(6) 2013. A device history review and service history review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the serial number for the device was not known until after the device had been serviced, a complete device analysis could not be completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the home patient passing away. The cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history record review was performed which did not reveal any issues that could be related to the reported issue. A service history review was performed which revealed the device, serial number (B)(4), had no previous service history. An event history review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.